Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6), 2013. A review of the 6-month follow-up CT shows the presence of a type ia endoleak due to the aortic body graft location being distal to the intended landing zone, placing the sealing rings in an aortic diameter outside the treatment range for the ovation prime stent graft. As of the date of this report, there have been no additional sequelae reported and no plans for a re-intervention.

Manufacturer narrative:
Remains implanted.